Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
Patient's acetabular cup collapsed and the 28mm ceramic head disassociated from the poly. This was discovered during explant and placement of antibiotic spacer due to infection. Update: per rep regarding 'acetabular cup collapsed.' The shell migrated to a vertical position and one of the screws (rep does not know which) broke in the patient's acetabulum.

Event description:
Patient's acetabular cup collapsed and the 28mm ceramic head disassociated from the poly. This was discovered during explant and placement of antibiotic spacer due to infection. Update: per rep regarding 'acetabular cup collapsed.' The shell migrated to a vertical position and one of the screws (rep does not know which) broke in the patient's acetabulum.

Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128; lot# 92378402. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection and fracture involving an unknown screw was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had to be revised due to infection, shell migration. Fracture screw, and head and liner disassociated. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.